Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, pain, bloating and diarrhea leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2012. Uneventful device explant due to dysphagia on (B)(6) 2015 at (B)(6). Patient symptoms improved after device explant. Explant noted during registry data follow-up.